Manufacturer narrative:
The investigation into the reported vascular damage has been completed since the original report was filed. The medical center did not return the impella device. As per clinical review, the impella was weaned, explanted and peel away sheath was removed. Hemostasis was attempted using perclose and angioseal but both had failed attempts and imaging revealed perforation. The cause of the vascular damage issue was most likely use related due to failed attempts of perclose and angioseal device per clinical review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 63-year-old male noted as high risk coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported the impella was placed and the peel away sheath was removed. Hemostasis was attempted but pre-close failed, staff elected to place 8fr angioseal, but again failed to achieve adequate closure. The left femoral artery (lfa) was then accessed and uf was place up and over for dsa imaging which revealed perforation, staff gave protamine and proceeded with balloon tamponade to the vessel x3 with 20 minutes intervals. Vascular surgery was ultimately consulted for surgical cut down and closure and hemostasis was achieved.